Event description:
The reporter stated a lens was implanted in the patient's left eye. Patient experienced excessive vault. Possibly exchanged. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available. See MFR #2023826-2012-01011 for right eye.

Manufacturer narrative:
(B)(4).